Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject device was admitted to the hospital as an emergency. It was reported to have received 6 shocks. Inadequate therapies were assumed and the patient was admitted to the intensive care unit, a magnet placed on the ICD. Technical support was requested as no programmer was available in the hospital. The patient was planned to be sent to another hospital for re-intervention. Preliminary analysis revealed that ventricular noise oversensing episodes that led to the reported inappropriate therapies. The noise pattern is typical of a ventricular lead issue and/or connection issue; however, none of them could be confirmed with certainty.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject device was admitted to the hospital as an emergency. It was reported to have received 6 shocks. Inadequate therapies were assumed and the patient was admitted to the intensive care unit, a magnet placed on the ICD. Technical support was requested as no programmer was available in the hospital. The patient was planned to be sent to another hospital for re-intervention. Preliminary analysis revealed that ventricular noise oversensing episodes that led to the reported inappropriate therapies. The noise pattern is typical of a ventricular lead issue and/or connection issue; however, none of them could be confirmed with certainty.